Event description:
Abiomed received a literature article titled "a case of acute thrombotic occlusion in the femoral artery due to impella removal" where it was reported that a patient developed a thrombosed leg while on cp pump support. The patient had coronary cardiac procedure done and then when the cp was explanted the pump limb was seen to be painful and thrombosed. The leg was treated by thrombectomy and stenting, in addition to medical therapy. The patient was discharged alive to the rehab hospital.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ missing details due to limited complaint details provided in literature article: a.1-a5 are unknown. D.4 serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name, facility name are unknown. H.4 device manufacture date is unknown.